Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the fan making noise and the unit failing the performance check. The fsr adjusted the pressure regulator 2 and driver displacement indicator (ddi). The fsr performed the patient circuit calibration and the performance check and the unit is working per manufacturer's specifications.

Event description:
The customer reported that the pressure was not stable and the driver was making a loud noise. There was no patient involvement associated with the reported issue.